Event description:
A patient underwent ivtm therapy using a femoral catheter and the thermogard console (sn (B)(6)). Approximately 30 hours after therapy initiation, the nurse observed that the saline bag had emptied and that the console's coolant reservoir had overflowed, likely due to a leak at the air trap of the start-up kit (suk) (lot #218851). The customer transitioned to an alternate console and suk to continue therapy. The patient remains stable and alive.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.